Event description:
Upon or nurse's aide (na) contact with MFR's sterilant container for placement in MFR's sterilant machine, container spontaneously opened, resulting in spillage of solution onto na and spread of fumes. Na evaluated in ER and admitted to hosp overnight.